Event description:
The diagnostic catheter was not deflecting properly during the case. The catheter was structurally bent in the packaging. When handed off to physician he could not defelect the catheter.